Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ceased using and charging her ipg for an extended period of time due to unrelated health issues. Surgical intervention may be taken as the next course of action.